Event description:
The pt reported she is currently in the hosp for congestive heart failure and pneumonia and can not get her insulin infusion device to run a prime. She stated she can't think straight because she is ill. She said she is currently on medication to treat the pneumonia which has caused her blood glucose readings to be in the 500 mg/dl range. She stated her current blood glucose readings is in the 200 mg/dl range. The pt was assisted in priming the infusion set which she did without error. No product was requested to be returned for evaluation.

Manufacturer narrative:
No product will be returned for evaluation.